Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) has a leaking helium tank. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
No repair information has been provided at this time.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: d5, d9(device available for eval), e1(initial reporter), e2, e3, g1(contact person). A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the o-ring (0354-00-0208). The fse performed a preventive maintenance (pm) with a full calibration, functional, and safety checks. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.